Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker was exhibiting noise due to electro-magnetic interference as well as inappropriate magnet response. No changes or intervention was performed, the patient would continue to be monitored. The patient was in stable condition.